Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to signs/symptoms of infection of the pump pocket site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (5.0 mg/ml at 1.0001 mg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (dose and concentration unknown) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported a temperature of 101 on (B)(6) 2019 and a temperature of 99.9 on (B)(6) 2019. It was noted the patient also reported a headache. On (B)(6) 2019 the patient presented for evaluation and reported they presented to urgent care due to fever and redness/swelling at the pump site. The patient was started on oral antibiotics and unspecified injections. At the time of the clinic visit, the symptoms had subsided. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was signs/symptoms of infection. The patient's weight was (B)(6). The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated.